Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and mildly tortuous mid left anterior descending coronary artery. The physician attempted to predilate the lesion with the maverick2 monorail 15mm x 2.5mm balloon catheter, however, after the first inflation, the balloon ruptured at 12 atms. The balloon catheter was removed intact from the patient and a quantum maverick balloon catheter was used to successfully complete the procedure. No post procedure complications were noted and the patient's status was reported as "good".